Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that there was no audio alarms from remote monitors. The device was in use.

Event description:
There was no product malfunction of the philips intellivue mx800 patient monitor. This was considered a user issue, as the problem was resolved by checking the check box for ¿prompt, tone¿ in bed overview. The device was returned to the customer and no subsequent calls have been received regarding this issue.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The remote service engineer (rse) explained to the customer the overall function of popup alarms and the embedded patients overviewing windows. The customer confirmed with the (rse) the bedside alarming was not taking place when connected to piic. However, the alarms are working when not setup with ix reporting or overview.